Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed as the cuff eroded through urethra. No further complications were reported in relation to the event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the erosion was treated with a partial urethralplasty. The patient experience recurring incontinence. The aus was original implanted in january 2018. Further information received indicated the patient had a new artificial urinary sphincter consisting of a 4.5 cm cuff, pump, and balloon was implanted on (B)(6) 2020.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) removed as the cuff eroded through urethra. No further complications were reported in relation to the event. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the erosion was treated with a partial urethroplasty. The patient experience recurring incontinence. The aus was original implanted in (B)(6) 2018.